Manufacturer narrative:
On april 16, 2024, mentor was notified that the patient was scheduled for bilateral breast implant removal on (B)(6) 2024 additionally, an updated patient identifier was provided, and the patient identifier and initial reporter last name fields were updated on (B)(6) 2024, mentor was notified that the patient underwent bilateral replacement with 545cc mentor memorygel boost breast implants during the surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured and leaking breast implant. The affected side was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation and event were not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 03, 2024, mentor became aware that information was inadvertently omitted from the first supplemental report. As a lot number was provided, an manufacturing record evaluation was conducted and completed. A manufacturing record evaluation (mre) was performed for lot 6785705, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4), in the first supplemental, h10 additional manufacturer narrative should have included the following statement as the lot number was provided: a manufacturing record evaluation (mre) was performed for lot 6785705, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 12, 2024, mentor received the following additional information. The patient date of birth was provided and the appropriate field has been populated. Patient age at the time of event: 36 years-old the product identity was provided as the following: size: 375cc brand name: mentor memorygel breast implant catalog: 3503754bc lot: 6785705 serial: (B)(6) date of implantation: (B)(6) 2014 the patient was diagnosed with bilaterally ruptured breast implant using magnetic resonance imaging. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-04093 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 16, 2024, the mentor analysis lab received the suspect medical device for evaluation. On june 04, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).